Event description:
We received a report on low aspiration in flow mode where in addition bubbles were identified during surgery, which entered the eye through the irrigation line. There is no report of prolonged surgery, medical intervention or patient injury.

Manufacturer narrative:
With regard to the reported event, an eva pump module was returned for investigation. Investigation of the returned pump module did not reveal any anomalies. The module was functioning within release specifications. Review of the logfiles did not reveal any anomalies regarding malfunctioning of the pump. Historical review of the complaint database indicated that no similar complaints have been logged on the eva surgical system subject to this complaint. Based on the investigation performed it was determined that the reported event cannot be attributed to the pump module that was returned for investigation. Most likely the reported was caused by a leak in the fluid path possibly due to a use error or a defective consumable. However, since the consumables related to this event were not provided for investigation, the root cause could not be determined conclusively.

Manufacturer narrative:
The reported event will be investigated with the hospital and the manufacturer.

Event description:
We received a report on low aspiration in flow mode where in addition bubbles were identified during surgery, which entered the eye through the irrigation line. There is no report of prolonged surgery, medical intervention or patient injury.